Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the rn's are getting needlestick injuries on finger with a bd vacutainer® blood transfer device holder with female luer adapter. This occurred on 2 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: it was reported that a number of rns have stuck their finger in the hub which resulted in a needle stick injury.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that the rn's are getting needlestick injuries on finger with a bd vacutainer® blood transfer device holder with female luer adapter. This occurred on 2 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: it was reported that a number of rns have stuck their finger in the hub which resulted in a needle stick injury.